Event description:
New information received from the clinic stated that the recommended programming changes were scheduled to be made for the patient's next follow up. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The remote transmission showed the implantable cardioverter defibrillator exhibiting recorded episodes of post paced t-wave oversensing. The patient did not receive any inappropriate therapy during the oversensing. Programming changes were recommended. No patient symptoms were reported.